Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Become aware and event date have been updated.

Manufacturer narrative:
Updated the evaluation method code grid.

Manufacturer narrative:
Updated the evaluation method code grid.

Manufacturer narrative:
Updated component code grid.

Manufacturer narrative:
Updated investigation coding.